Event description:
Deployment of the leg graft within the vessel, noted the graft landed well above the internal iliac artery. Although no endoleak was detected, the graft landed at a location that was not considered to have sufficient vessel remodeling over time. An iliac leg extension was deployed distally, extending the graft closer to the internal iliac artery. A successful aaa repair was viewed during final angiogram.